Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 12.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the second inflation, the balloon was ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. No complications were reported, and the patient was in a very good condition post-procedure.